Event description:
It was reported that the patient had been seen by the emt (emergency medical technician) with hypoglycemia. The patient's blood glucose levels reached 30 mg/dl while wearing the pod longer than 48 hours. It was also stated that the patient was feeling lethargic. The patient was treated with IV saline, glucagon and feeding the patient food. The patient was released 15 minutes later but the following day with the same pod they had to call the emt again and seek medical attention. The emt was able to treat the patient the same treatment as earlier and released 15 minutes later. T he pod was worn when seeking both medical attentions.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.